Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'speaker is not functioning' which was reproduced during evaluation by troubleshooting the device. The cause was determined to be a failing rear case assembly which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced speaker was not functioning during therapy in the emergency room (medication, dose, programmed amount and delivery rate unknown). It was also reported that the patient was connected, but the infusion was completed as normal. There was no known patient injury or medical intervention associated with this event. No additional information is available.